Manufacturer narrative:
Device evaluated by manufacturer. Synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the one end of the stent had severe damage caused to the struts; the struts were pulled and stretched from the crimping position, the opposite end struts some were overlapping and distorted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50mmx24mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, upon removing the stent protector, the stent got dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 2.50mmx24mm synergy drug-eluting stent was selected for use to treat the lesion. However, upon removing the stent protector, the stent got dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.